Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed and 10mm long target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was pre-dilated with a non-bsc balloon for 8 seconds at 10atm. Then the physician deployed a 2.75x16mm promus element stent at the target lesion followed by post-dilation using a non-bsc balloon. After post-dilation, the physician observed shortening of the stent and bent edges. The physician used a different non-bsc balloon to post-dilate and the stent was well apposed to the vessel wall. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).